Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no damage or peeling to keypad. All keys are responsive. Removed the keypad, no evidence of contamination on key contacts. The pump was opened and there was no evidence of the moisture corrosion near keypad connector..dim/pink/display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.